Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead could not be screwed in multiple times due to improper torque. The lead not installed. The patient was in stable condition.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been nov 16, 2023.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. No other anomalies were identified.